Event description:
Reportedly, patient expired after an implant date of 2006 due to unknown reasons. Unknown if patient death is device related. Date of patient's death and implant duration is unknown. Patient also had a 6900ptfx 33mm valve implanted in the tricuspid position. Information learned from implant patient registry.

Manufacturer narrative:
Device not reutnred.